Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severe angulation of the aortic neck, severe tortuosity, severe stenosis and severe calcification. It was reported upon removal of the delivery catheter due to tortuosity; the nose cone may have slightly pulled the stent graft down resulting in a type I endoleak. The physician elected to implant a talent cuff and the endoleak resolved. There was a cardiomemes in place and the following day, there was no endoleak detected through cardiomemes. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results: incorrect technique/procedure (grafts were inaccurately delivered by the user). Pt's condition affected effectiveness of device (severe angulation of the aortic neck, severe tortuosity, severe stenosis and severe calcification). Inherent risk of procedure (endoleak). Conclusion: device failure related to user handling (grafts were inaccurately delivered by the user). Device failure/lack of effectiveness related to pt condition (severe angulation of the aortic neck, severe tortuosity, severe stenosis and severe calcification).